Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: france.

Event description:
It was reported that prior to surgery the packaging was defective as the paper lid was not sealed on the plastic packaging. There was no patient involvement. Due diligence is complete and there is no additional information available.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The device was returned unused in the tyvek tray. Visual inspection found the seal around the tray had faint and sporadic residue spots all the way around the tray. Visual inspection of the paper lid did not find any evidence of adhesive at all. Inconsistent seal with very little adhesive transfer from the tyvek lidstock to the tray which compromised the sterile barrier. Review of the certificate of conformance identified the device has been manufactured, inspected, tested and sterilized per specifications. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.